Event description:
I am a pt that received the mentor gel implants in 2004. Within 6 months of receiving the implants, I started having severe allergy systems and then began feeling tired all the time. I developed joint pain and finally went to my physician who did blood work which revealed a positive ana. In further follow up with the specialist and many blood test, I was diagnosed with unspecified auto ammune disorder for the first time in my life. I continue to suffer daily with joint pain and tiredness. The gel implants are now fully capsulated and causing add'l pain. I don't care what the reports say the gel implants cause auto ammune disease and need to be taken off the market for pt safety reasons. I personally had not planned to get gel implants due to all the news I had heard of them causing this disease but in my visit with the plastic surgeon he convinced me that they were safe and would produce the most natural look. When I ask him about the safety, he said he was so sure of their safety that he would tell his own wife to get the implants if she were sitting in my place. He talked me into getting these implants and this disease.